Event description:
Caller reported patient fainted due to heart condition, staff took inform blood glucose results of 428 mg/dl, 191 mg/dl, and 190 mg/dl, within 10 minutes. The patient was then taken to the emergency room for treatment for his heart condition. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.